Event description:
Customer reportedly received results of 285 mg/dl on the accuchek advantage system compared to 113 mg/dl on a hosp meter within 10 mins. On a separate occasion, he reports receiving results of 265 mg/dl on his accuchek advantage system compared to 108 mg/dl on a hosp meter within 10 mins. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.